Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon receiving shocks from their implantable cardioverter defibrillator (ICD). Upon interrogation, it was found that the ICD was under-sensing on the discriminator channel, which resulted in inappropriate shocks being delivered. Programming changes were made. The patient was stable.